Manufacturer narrative:
Updated fields: b4,d9,g2,g3,g6,h3,h2,h6(type of investigation, investigation findings, component code, investigation conclusion),h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. Fse replaced the touchscreen assy and performed calibration. The unit passed all functional and safety tests.

Event description:
N/a

Event description:
It was reported that during a training session by getinge clinical support, the cardiosave intra-aortic balloon pump's (iabp) touchscreen cannot be operated after initial start-up. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.